Event description:
It was reported that during initial implant procedure, the right ventricular lead could not be fixed in the ventricle. It was suspected that it may have been due to the patient's ventricular structure but the exact cause was unknown. The lead was removed and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.